Event description:
It was reported that the patient experienced stimulation in the wrong location. The event began following an accidental MRI scan (the MRI was ordered for another patient). The MRI scan was stopped when the leads were seen on the scan. It was also reported that uncomfortable stimulation began during the MRI scan. It was reported that impedances looked good and that the implantable neurostimulator was ok. Additional information has been requested from the hcp, but was not available as of the date of this report.